Event description:
Device issue: balloon rupture/difficult to remove. Time of device issue: during the procedure. Adverse event: surgery to remove device from pt/CABG. It was reported that the xience v stent was deployed. The voyager nc balloon catheter was being used for post dilatation and was taken up to 26-27 atmospheres and the balloon ruptured. The ruptured balloon became stuck inside the deployed xience v stent. As they were trying to remove the balloon catheter, it could be seen under fluoroscopy that the balloon was pulling on the stent. A buddy wire and a 1.5 voyager balloon catheter were used in an attempt to dislodge the voyager nc balloon from the deployed stent, but this was unsuccessful. The pt became ischemic and her blood pressure dropped. So, the pt ws taken to surgery where the balloon catheter was successfully removed and the vessel was bypassed (CABG). Reportedly, the pt was doing fine. Though requested, no additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: it should be noted that the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the voyager nc was used for post dilatation within a previously implanted stent, which may have contributed to the reported balloon rupture. It is possible that the balloon material was damaged (scratched) during interaction with the stent implant. In this case, it is likely that the reported inflation above rbp likely contributed to the reported balloon rupture. As a result, the balloon material became entrapped within the previously implanted stent such that the device was difficult to remove which resulted in the pt experiencing ischemia and hypotension. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture, difficulty to remove, ischemia and hypotension appear to be related to case circumstances. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.